Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized following the implant procedure for kidney issues because of the pain medication they were given. Nevro attempted to obtain additional information regarding the nature of the issue but was unsuccessful. Follow-up indicated that the patient is currently using stimulation and receiving effective pain relief. There have been no reports of further complications regarding this event.